Event description:
During daily inspection, the customer reported that the device would not power on with known good batteries. There was no patient use associated with the event.

Manufacturer narrative:
Further evaluation of the removed main control keypad assembly at the failure analysis center determined the cause for the malfunction to be external damage to the charge button and surrounding area that resulted in an electrical open for the on/off button.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause for the failure was determined to be a damaged charge button on the main control keypad assembly. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.